Event description:
It was reported that non-sustained right ventricular oversensing (nsrvos) due to post paced t wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator (ICD). The episodes occurred on a single day. The clinician was to continue monitoring for more occurrences before making any programming changes. There were no reported patient consequences.